Event description:
Device malfunction: guide separation/feet remained open/difficult to remove. Time of malfunction: during vessel closure. Symptoms/ae: surgical intervention to remove device. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of an unspecified vessel after an unspecified procedure. Reportedly, the device broke between the proximal and distal part of the guide, lodging the feet in the open position with no way to close. Surgery was performed to remove the device from the pt and achieve hemostasis. There were no adverse pt effects. Though requested, no additional info was available.

Manufacturer narrative:
The device will not be returned by the site. The lot number was not provided; therefore, a device history record review could not be performed.